Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the tracheostomy tube was inserted in the pt (B)(6) 2010 and a leak was noticed between the internal and the external cannula. Three days later, the device was leaking much more and the pt was re-cannulated.